Manufacturer narrative:
(B)(4).

Event description:
It was reported that a scuba co-cr stent was implanted to treat complete occlusion of the left subclavian artery . Nothing unusual was noted after successful stent implantation. Approximately 13 months later, the patient was hospitalized due experiencing right upper limb numbness for three months. Angiography results showed that the scuba stent was fractured. Patient status now is arm numbness and weak pulse. Please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
After undergoing the left subclavian artery stent surgery, the vessels were open again, and the effect was good. The doctors considered that the patient had good perfusion and the patient was discharged

Manufacturer narrative:
Image review - a still image provided shows the scuba stent broken in the vessel. (B)(4).